Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of three devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where midwest stylus® plus spk handpieces overheated. 3 events resulted in no injury.

Manufacturer narrative:
This is a follow up report adding vmsr to the exemption/variance number field. This was not included in the initial report.